Event description:
Boston scientific received information that this right atrial lead exhibited out of range pacing impedances greater than 3,000 ohms after pocket closure for a non-related issue. It was reported that the patient had tricuspid regurgitation and was to undergo valve surgery. It was stated that the patient would likely undergo an epicardial system implant once the patient's generator hits elective replacement indicator. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.